Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a colonoscopy procedure (event date unknown). According to the complainant, during the procedure, the generator was set on blend mode at 23 to 25, and the energy output was drifting down. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable. Following the procedure, the console passed the preventive maintenance inspection. Bipolar mode was also inspected and works correctly.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.